Manufacturer narrative:
Concomitant medical product : evolutr-26-us transcatheter value, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. Vegetation was noted on the leads. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.